Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c magnesium results generated on the alinity c processing module. The customer stated that some samples were initially 6.9 to 8.0 mg/dl and then repeated in normal range (reference range 1.6 - 2.6 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined the worn r2 inner tubing as the cause of the issue. The fsr replaced the r2 inner tubing, and the issue was resolved. A review of instrument service history for (B)(6) revealed no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the r2 inner tubing did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), or the r2 inner tubing.

Event description:
The customer observed falsely elevated alinity c magnesium results generated on the alinity c processing module. The customer stated that some samples were initially 6.9 to 8.0 mg/dl and then repeated in normal range (reference range 1.6 - 2.6 mg/dl). No impact to patient management was reported.